Event description:
It was reported by the rep that the (1) pmw35 was used during a colectomy procedure. It was reported that the surgeon fired the skin stapler several times with no problems. After approx 10 staples fired the rest would not form properly. The distal ends of the legs would not meet. A new stapler was pulled to complete the case. There was no pt consequence.